Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: patient presented with a femoral neck fracture following a fall on (B)(6) 2011 was implanted with synthes hardware on (B)(6) 2011. According to the doctors, the healing process went well. Reportedly the patient is experiencing pain post-operative. It was reported the patient is suffering from pain in the cold, pain during long exposure, pain at night with limited mobility. The implant remains implanted at this time; the part number and lot number of the implant is unknown. No further information was provided. This report is for an unknown synthes implant (trauma). This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.